Manufacturer narrative:
The patient was born on an unreported date in 2002. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy be conducted. If there is any further relevant information from that review. A formal review of the label for the product family will , a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as "the patient's caregiver was changed" (no further detail was provided). On an unreported date, the patient was hospitalized for the event. Four days after onset, the peritonitis was resolved and the patient was recovered from the event. No further information was provided regarding the treatment for the event or whether dianeal therapy was ongoing. No additional information is available.